Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were was attributable to procedural factors. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).